Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump failed high pressure test. The customer blood glucose level was 280 mg/dl to 285 mg/dl at the time of incident and the current blood glucose level was 201 mg/dl. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with manual injection and insulin pump for high blood glucose level. Customer reports they had contact with their diabetes educator. The customer stated that the auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. Customer did not allege insulin pump was under delivering. Customer stated two small bubbles were present along the tubing length. Customer stated insulin exited at the quick release. Customer reports basal rates were programmed accurately. Customer recalls receiving insulin flow blocked alarms since high blood glucose began. Customer had a tubing clamp available. Customer states they performed high pressure test and insulin pump passed high pressure test. Customer states they repeated high pressure test and insulin pump failed high pressure test. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin flow blocked alarm functioning properly. Pump received with normal operating currents.